Event description:
Patient underwent a cesarean section on (B)(6) 2026. She began experiencing pain and sensation during the foley catheter placement, allis test, and initial incision, but did not communicate it at the time. She stated she attempted to remain stoic and allow time for the spinal anesthetic to take effect before voicing concerns and ultimately reported she could no longer tolerate the discomfort. Sedation with propofol was administered after delivery of the neonate and then converted to general anesthesia. The organization was later notified that bd issued an urgent medical device recall ((B)(4)) on 4/27/2026. Bd spinal kit containing intrathecal preservative-free, hyperbaric bupivacaine (0.75% in dextrose) from a standard, approved spinal kit ref: 405671, lot: 0001626923.